Event description:
It was reported that the right ventricular (rv) lead was t wave oversensing (twos). It was also reported that the rv lead had dislodged, the threshold was high and a lead warning was triggered. Additionally, it was noted that the atrial lead was potentially far field r wave (ffrw) oversensing and had high thresholds. The rv and atrial leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant products: 6935m62 implantable defib lead (B)(6) 2013; 4296 implantable pacing lead (B)(6) 2013. (B)(4).